Event description:
Journal article of 1883 cases reviewed, there were 5 revision proceures and 2 infections treated with antibiotics vis IV for patients who had lactosorb plates or screws implanted.

Manufacturer narrative:
This type of event is not occurring at a rate above expected frequency. Current information is insufficiant to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.